Event description:
I did icl surgery for right eye on (B)(6) 2022 and left eye on (B)(6) 2022. As I wake up from surgery for left eye I had insupportable headaches eyeache turns out that I had ocular hypertension. The surgeon put me on diamox / mannitol till the (B)(6) 2022 then he decided to remove the icl lens this caused me cataract loss of endothelial cells in left eye and glaucoma.